Event description:
According to the info received, an end user reported a catheter with a tip cut off/open/broken. Within the cath sleeves there is half of a catheter along with a regular catheter. The half of the catheter is sticking out of the sleeve. Pt has had this problem intermittently through the years. In this box 2 catheters had this problem. Pt does not have the problematic catheters left.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.